Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner patient is experiencing ill-fitting issues with the aligners. Doctor has advised the patient to discontinue use immediately due to malocclusion.